Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was due to the field effect transistor, designator q16, on the analog pcb assembly being electrically leaky. This transistor, designator q16, being electrically leaky caused the internal hlc batteries to deplete from excessive current draw. The customer was provided with a replacement device.

Event description:
It was reported to physio-control that the customer's device showed all three icons (charge-pak, service indicator and attention) in the readiness display. The device would therefore probably not be able to provide therapy when required. There was no patient use associated with the reported event.